Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. System checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess) the surgeon observed inaccuracy in the navigation system when in posterior regions of the anatomy while accuracy was maintained in anterior regions. Surgeon decided to continue the surgery with the use of navigation. There was a delay of less than 5 minutes. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was estimated to be about five millimeters. The tracer registration used in the procedure was evaluated by medtronic personnel. The evaluation found that the registration was not to protocol and it was recommended the site was retrained on optimal tracer registration techniques.